Event description:
A (B) (6) male patient contacted zoll lifecor customer support to report that the patient was receiving "adjust belt" alarms and all three therapy electrodes were red x's on the monitor display. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode bent (B) (4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon inspection, the electrode belt was found to have a damaged trunk cable. The cable was sliced open exposing the high voltage line running to the front therapy electrode. The root cause for the cable damage cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.